Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was returned one unopened sample that pertained to product code m4345. During visual inspection of the returned sample, it was noted that the foil was received partially opened. Damage and a hole could be observed on the top foil. The hole appears to be caused by an unknown object that affected the integrity of the sterility of the sample. Due to the damage found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an ovarian tumor procedure on (B)(6) 2023 and an absorbable adhesion barrier was used. The primary package of the product was found damaged prior to use. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.